Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02074 and 02075) submitted for devices related to the same patient.

Event description:
It was reported from the site in the (B)(6) that on (B)(6) 2015 there were multiple electrical faults on the controller while the patient was in the hospital. Log file analysis performed by the manufacturer's clinical engineer showed seven (7) electrical fault alarms logged on (B)(6) 2015 with the description "sys_rear_phase_a_open". Due to the implant proximity, a contamination event was suspected and an on-site examination was performed on (B)(6) 2015 by the manufacturer's representative on (B)(6) 2015. Visual inspection was performed, and dark greenish material was found in the driveline connector as well as in the controller connector. A cleaning procedure was performed per manufacturer's procedure. Two rounds of cleaning were conducted, of approximately 60 seconds each. The patient tolerated pump off time and cleaning procedure well. The patient's original controller was replaced. No effects on patient were reported. This MFR report is two of two related to the same event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02074 and 02075) submitted for devices related to the same event.